Event description:
It was reported that the patient presented in clinic during a follow up. The atrial lead showed brief periods of noise that caused short auto mode switch (ams) episodes. Patient was asymptomatic and all events occurred in the middle of the night. The noise could be reproduced when the patient crossed her arm. No changes were made.